Event description:
It was reported by a healthcare professional in australia that during an unknown procedure on an unknown date, it was observed that the vapr tripolar90 suction electrode device did not have enough power coming out of its head. During in-house engineering evaluation, it was determined that the device had residues in the suction tube. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. The device was received with its packaging open. Visual inspection revealed that the cable was in good condition as well as the connector and pins. The electrode tip showed activation signs. When performing the functional test, the electrode was connected to the vapr vue test generator. The ablation function did not work as intended, an output shorted alert was displayed on the generator. Under coagulation function, an output shorted alert was displayed as well. For further investigation the device will be sent to the supplier. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated. The visual inspection of the device was performed, as a result, the active tip shows residue around the periphery, no visible damage to the device was found, also, residues in the suction tube were found. Functional testing shows that the returned device was immediately recognized when connected to a generator and found to pass both electrical and functional testing, activation remained consistent with no error code being displayed on the oste-UK test generator. A DHR review has been performed for lot u2208063; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product investigation no containment action related to the individual complaint is recommended. Testing performed at olympus could not replicate the customers issue, with the device passing all testing with no deficiencies relating to performance observed. Testing performed at mitek found that the device would output short error on both ablate and coag modes. Testing performed at olympus could not replicate this issue, with the device passing all tests without error, therefore this complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.